Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a hole in the universal cord. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure (hole in the cable- universal cord) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness failure, electrical contact corroded, cable twisted a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the hole in the cable was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.